Event description:
The pt had cryosurgery performed on their neck by their primary care physician to remove skin tags around the neck area in 04/2002 at around 2:30p.m the next morning at 8:05, the pt suffered a massive stroke due to a blockage in the middle cerebral artery. The pt has no pre-disposition to stroke such as high blood pressure, old age, high cholesterol, clotting factor problems, family history of stroke, etc. The pt lost their speech and language ability as a result. They believe that the cryosurgery was the cause for a clot forming in the carotid artery the day before the stroke.